Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Facility representative stated that once the patient is lifted, they immediately begin to lower. The lift does not support the weight. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.